Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer stated that there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer main 5 couldn¿t close, drawer rails broken. A field service engineer replaced slide/rails to resolve. The system functioned as intended after the field service engineer repaired the device. Serial number is not reported in complaint.